Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited myopotential oversensing. No intervention was performed, the patient was in stable condition.